Manufacturer narrative:
H.6 investigation summary this complaint is for misidentification of proteus mirabilis when using phoenix panel nmic/ID-307 (449289) batch number 2333608. The customer noted that they are encountering gram negative mis-ID¿s when using macconkey agar (see associated pr#6710503). An external call with the customer on 05/26/23 indicated that when initially reported, they noticed approximately five mis ids and that they aren't seeing them as often now. The customer provided one (1) isolate, and phoenix generated lab reports but did not provide panel returns for the investigation. As part of the investigation, bruker maldi was used to identify the customer isolate (5-405). Maldi identified the customer returned isolate (5-405) as proteus mirabilis. The customer returned p. Mirabilis (5-405) and in house qc p. Mirabilis (29906) were subcultured on to trypticase soy agar plus 5% sheep¿s blood plates (bd material#221261) and macconkey ii agar plates (bd material #221270 ) in preparation for phoenix testing. All strains were run on retention samples of nmic/ID-307 phoenix panel material #449289 batch #2333608 on a phoenix m50 instrument. In addition, retention samples from the same panel material but a different batch number were tested with in house qc isolate p. Mirabilis (29906) on a phoenix m50 instrument. For a total of ten (10) panels tested. During the investigation, the customer provided isolate identified incorrectly as providencia rustigianii , regardless if it was subcultured on bd trypticase soy agar plus 5% sheep¿s blood plates or bd macconkey ii agar plates. The qc p. Mirabilis isolate identified correctly, regardless of the media type. The retention panels tested from the same material but a different batch number also identified correctly as p. Mirabilis, regardless of the media type. Based on the results of the customer isolate, this complaint is confirmed. As part of the investigation, bd r&d performed an analysis/comparison between the bd testing lab reports and the customer lab report. There were no results that stood out to be a definitive cause of the proteus mis ids. Customer was encouraged to contact bd if additional mis ids occur and to submit isolate for investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor mis ids for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that additional panel phoenix nmic/ID-307 misidentification occurrences are being reported of proteus sp. The following information was provided by the initial reporter: customer reports additional gram negative misidentifications. Customer has reported misidentifications also occurring with proteus sp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that additional panel phoenix nmic/ID-307 misidentification occurrences are being reported of proteus sp. The following information was provided by the initial reporter: customer reports additional gram negative misidentifications. Customer has reported misidentifications also occurring with proteus sp.